Manufacturer narrative:
Results evaluations (other): the investigation into this event has been started, but not completed. Upon receipt of the sample from this event, and the completed investigation, a follow-up report will be submitted.